Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that one day post implant, an x-ray showed that the atrial lead had lost all slack. The atrial lead was revised and remains in use. No patient complications have been reported as a result of this event.